Event description:
It was reported that during the thrombectomy procedure to restore blood flow to the occluded left mca-m1 segment, significant intracranial resistance was experienced when retracting the retriever, likely for the level of tortuosity. There was spasm in the internal carotid artery (ica) after pull and distortion/upward movement of a competitor balloon guide catheter and spasm in the m1 segment. The competitor balloon guide catheter had caused a dissection. The vessel spasm was treated with intra arterial nitroglycerin. A competitor retriever was used to continue with the procedure. While less spasm was seen with the competitor retriever, this device also was unable to create substantial perfusion with a final flow of tici of 2a and poor capillary fill. At approximately 24 hours the patient was assessed having a nihss of 22. The study facility reported that the spasm was related to the procedure and the retriever device. In addition, the study facility indicated that the patient presented with an extensive stroke and the condition worsen due to the inability of the retriever(s) to reperfuse, not by the dissection. Follow up MRI a day post the index procedure documented antegrade flow in the left internal carotid artery. The infarct was limited to the area of initial m1 occlusion. The patient was discharged approximately 7 days post the index procedure with a nihss of 23 and a modified ranquin scale (mrs) of 5. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, physical as well as a functional evaluation could not be performed. The exact cause for the intracranial resistance experience during use of the device cannot be determined. However, vessel spasm is a known risk associated with endovascular procedures and is noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this patient symptom.

Event description:
It was reported that during the thrombectomy procedure to restore blood flow to the occluded left mca-m1 segment, significant intracranial resistance was experienced when retracting the retriever, likely for the level of tortuosity. There was spasm in the internal carotid artery (ica) after pull and distortion/upward movement of a competitor balloon guide catheter and spasm in the m1 segment. The competitor balloon guide catheter had caused a dissection. The vessel spasm was treated with intra arterial nitroglycerin. A competitor retriever was used to continue with the procedure. While less spasm was seen with the competitor retriever, this device also was unable to create substantial perfusion with a final flow of tici of 2a and poor capillary fill. At approximately 24 hours the patient was assessed having a nihss of 22. The study facility reported that the spasm was related to the procedure and the retriever device. In addition, the study facility indicated that the patient presented with an extensive stroke and the condition worsen due to the inability of the retriever(s) to reperfuse, not by the dissection. Follow up MRI a day post the index procedure documented antegrade flow in the left internal carotid artery. The infarct was limited to the area of initial m1 occlusion. The patient was discharged approximately 7 days post the index procedure with a nihss of 23 and a modified ranquin scale (mrs) of 5. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the thrombectomy procedure to restore blood flow to the occluded left mca-m1 segment, vessel spasm occurred. The vessel spasm resolved without medical treatment. Post the thrombectomy procedure, the patient was assessed having a tici of 2a. At approximately 24 hours the patient was assessed having a nihss of 22. The study facility reported that the spasm was related to the procedure and the retriever device. The patient was discharged approximately 7 days post the index procedure with a nihss of 23 and a modified ranquin scale (mrs) of 5. No further information is available.